Event description:
A report was received that during a trial procedure, the needle severed a part of the lead. The case was aborted and removed some part of the lead. The physician tried to remove the severed contacts from the patients body but it was not successful.